Event description:
At the completion of the percutaneous transluminal coronary intervention with taxus stent, a dissection was noted in the coronary artery. Intraortic balloon pump placed. Pt taken to or for emergent CABG. It was felt the disection was partly due to the stent sticking to the wall and causing the disection.